Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, which resolved the issue, and instructed them to call back if the malfunction code recurred. There was no report of the issue recurring after resetting.